Event description:
It was reported that the balloon was torn and a device fragment remained in the patient, requiring surgical intervention. A fg sterling otw, 3.0x220x150 (4f) was selected for the index procedure. During the procedure, however, the balloon was torn lengthwise. A fragment of the balloon remained in the patient, and surgery was required to remove it. There were no further complications reported and the procedure was completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the balloon was torn and a device fragment remained in the patient, requiring surgical intervention. A fg sterling otw, 3.0x220x150 (4f) was selected for the index procedure. During the procedure, however, the balloon was torn lengthwise. A fragment of the balloon remained in the patient, and surgery was required to remove it. There were no further complications reported and the procedure was completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Sections corrected in the first supplemental MDR: h6 patient codes and impact codes.